Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced difficulty in charging the implantable pulse generator (ipg). The patient underwent a procedure wherein the ipg was replaced with a non-rechargeable device. The patient was doing well postoperatively. No device malfunction was suspected. The explanted device will not be returned as it was kept by the medical facility.